Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/18/2020. The device evaluation was completed on 2/9/2021. The device was visually inspected and it was found with reddish material and a hole on the pebax. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint regarding force issue was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The root cause of the hole on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. This issue was highly detectable by the physician. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially, the sensor for contact force showed a high value and the sign for contact with another catheter as soon as radio frequency was delivered. Without the radio frequency, the sensor worked normally. Surgery was not delayed due to the reported issue. The catheter was replaced. The procedure was completed successfully with no patient consequence. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 1/26/2021 reddish material and a hole in the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this lab finding was 1/26/2021.